Event description:
During the index procedure the pt had 3 endeavor sprint rx drug-eluting stents implanted in the proximal lcx (ref: mfr2953200-2011-00073, 2953200-2011-00074). It was reported that at the 30 day f/u the pt had stable angina. Approx 2 months post the index procedure the pt had a ptca to treat a revascularization of the proximal and mid rca. Three more endeavor sprint rx drug-eluting stents were implanted (ref: mfr2953200-2011-00076, 2953200-2011-00077, 2953200-2011-00078). At the 6 month f/u the pt was reportedly free of symptoms. No clinical f/u was completed at the 1.5 year f/u due to the pt's high work load. The pt was reportedly free of symptoms at the 2 year and 2.5 year f/u. It was however reported that the pt suffered a stroke approx 30 months post the index procedure and another stroke 3 days post the first stroke. It was confirmed that the strokes were not related to the study stent or to the study procedure.

Manufacturer narrative:
(B)(4): eval results: (stroke).